Event description:
An optometrist reported bilateral blurred vision and dry eyes, observed at eleven days post lasik treatment. Pt noted vision was blurred and eyes felt dry. Upon additional follow up, reporter indicated patient issue is continuing. Reporter relayed the patient is currently being treated with artificial tears as needed daily, and artificial gel eye drops at bedtime. There are two related reports for this pt. This report address the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).